Event description:
Customer reported, "it was returned at the situation that the drill tip joint was pulled out. Because the screw thread at the main body side collapsed, please repair it." This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, it was revealed that gears were broken/deformed and the bush head was removed. This was attributed to normal wear. The device was repaired and returned to the customer on (B)(4) 2012. Placeholder.